Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump sometimes doesn't deliver insulin and then 3 days later the pump will deliver a large amount of insulin. Customer's blood glucose level ranged between 99-125 mg/dl. Reportedly, the customer was unable to provide additional information and continued to use the pump for insulin therapy.